Manufacturer narrative:
Duragen (id4501i) was not returned for evaluation after three good faith attempts (gfes) were made, and no retain sample evaluation was possible since no lot number was reported. Based on the information provided and lack of sample availability for evaluation, the complaint cannot be confirmed; therefore, a root cause determination is not possible. Nevertheless, an assessment to evaluate possible relation between reported event and product use was performed by integra scientific affairs as follows: ¿this case appears to be an infected surgical wound unrelated to duragen. Duragen is a sterile material that has been demonstrated to have little or no adverse inflammatory response when implanted. However, there is a great deal of cellular activity within the collagen matrix following implantation as the regenerative process is initiated and sustained, someone unfamiliar with the regenerative process could come to the conclusion that this activity is an inflammatory response. We find it noteworthy that the cranial flap had to be removed from the abdomen due to blood clot. It could be that the skin incision on the initial opening of the cranial flap had allowed bacteria to enter the operative site and that both the cranial flap and the cranial margins were contaminated. These are common causes of operative site infections in neurosurgical procedures.¿

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen ((B)(4)) was used for a ruptured aneurysm on (B)(6) 2021. The autologous dura was placed on top of duragen to complete the surgery. After the procedure, patient had flu like symptoms (slight fever was present) and blood test showed a high crp value. On (B)(6) 2021, a hematoma formed around the autologous bone stored in the abdomen and the autologous bone was removed. On (B)(6) 2021, the low grade fever did not improve, the wound edge of the flap was not healed well, and meningitis was also noted. Duragen was removed on (B)(6) 2021, as there was suspicion of infection at the craniotomy site. Reconstruction of the dura was done and good progress has been noted.